Event description:
The following information was reported: that there was balloon loss of pressure during pull back at the first stop. Two devices were used and both failed or lost pressure. Manual compression was applied for 20 minutes. The patient was not hospitalized. Stick location: right groin. Pressure: peripheral.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. It should be noted that the probability of two devices failing in the same patient due to a puncture of the balloon is highly improbable without an outside source causing the puncture. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. See MDR 3004939290-2014-00590 for the second device.